Manufacturer narrative:
This report is submitted september 10, 2018.

Event description:
Per the clinic, the patient underwent revision surgery to explant the device on (B)(6) 2018 and was reimplanted with a new device during the same surgery.